Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was received for evaluation. A visual inspection of the sample revealed a cut in the tube right beneath the chamber and confirmed the reported condition of a split set that leaked blood from a blood bag. The root cause of this condition is unknown. However, this complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant to ensure awareness of this condition. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The facility representative reported to baxter (B)(4) a flogard compatible blood set that split and leaked blood from a blood bag. There was no patient involvement, therefore no report of patient injury or medical intervention in association with this event.